Event description:
Information was received from a patient who was implanted with a neurostimulator forlumbar radiculopathy and spinal pain. It was reported that every once and a while it felt like there was pinching where the implant was if the patient moved a certain way. It was not a bad pinch and it sometimes also happened when stimulation was turned up too high. This occurred intermittently. This started in the last few weeks.

Event description:
Additional information received from the patient reported that the circumstances that led to the intermittent pinching were change of activity. The issue happened when the patient moved their body the wrong way. It was noted that the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.